Event description:
Per rep., this left-sided system was removed due to infection and erosion. Pt. Has very thin skin and this is the second infection for the pt. And the first erosion. The lead would not come out and will be lasered out if need be. Therefore, it will not be returned to binc.